Event description:
It was reported that the oxygen numbers kept dropping (into the 60s) and then raise back up again into the high 90s. Customer states the pulse rate values do not fluctuate. The nurse did not notice any pt issues. Customer indicated that he tested the rad-8 on himself and the same thing happened. They tried other known-good cables and sensors as well as a masimo tester and the problem continued to occur. Pt was being monitored. There was no harm to the pt. An audible alarm did sound to alert the customer at the time the unit failed. Add'l info rec'd indicated that a no sensor error message was displayed. A sensor and/or cable is not available for returned as they were discarded. No consequences or impact to pt.

Manufacturer narrative:
The returned device was evaluated. During eval the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A review of the device labeling was performed. The operator's manual indicates the following: "elevated levels of methemoglobin (methb) will lead to inaccurate spo2 measurements. When elevated levels of methb are suspected, laboratory analysis (co-oximetry) of a blood sample should be performed. Elevated levels of carboxyhemoglobin (cohb) will lead to inaccurate spo2 measurements. When elevated levels of cohb are suspected, laboratory analysis (co-oximetry) of a blood sample should be performed. Elevated levels of total bilirubin may lead to inaccurate spo2 measurements. Severe anemia may cause erroneous spo2 readings."

Manufacturer narrative:
(B)(4). The returned device was evaluated. Both manual and preset spo2 simulation tests passed. The unit was found to visually and audibly alarm during alarm conditions. Therefore, the customer complaint could not be duplicated. However, an un-related secondary finding was observed. A review of the device labeling was performed. The operator's manual indicates the following: "elevated levels of methemoglobin (methb) will lead to inaccurate spo2 measurements. When elevated levels of methb are suspected, laboratory analysis (cooximetry) of a blood sample should be performed. Elevated levels of carboxyhemoglobin (cohb) will lead to inaccurate spo2 measurements. When elevated levels of cohb are suspected, laboratory analysis (co-oximetry) of a blood sample should be performed. Elevated levels of bilirubin may lead to inaccurate spo2 measurements. Severe anemia may cause erroneous spo2 readings."